Event description:
It was reported that the patient was admitted for shortness of breath (sob). It was further reported that a driveline exit infection with escherichia coli (e. Coli) bacteria was found incidentally. Of note, the patient remained on the delafloxacin for chronic suppression that the patient was taking prior to admission. The driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 459888, lead, implanted: (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for shortness of breath (sob). It was further reported that a driveline exit infection with escherichia coli (e. Coli) bacteria was found incidentally. Of note, the patient remained on the delafloxacin for chronic suppression that the patient was taking prior to admission. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information: b2, b5, b6, b7, h6 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon arrival to the emergency room, the patient also reported leg swelling, five (5) pound weight gain, malaise, fatigue and driveline exit site dressing with blood for the past day. The patient was admitted to the hospital for worsening heart failure with observed jugular vein distention, tachypnea at rest, orthopnea, hypertension, premature ventricular contractions (pvcs) and supratherapeutic international normalized ratio (inr). Intravenous diuretics were initiated, anticoagulation medication was held, and an echocardiogram was done to evaluate for right heart failure and demonstrated moderate aortic insufficiency and dilated left ventricle despite vad speed being optimized. A right heart catheterization was done to evaluate further, and filling pressures were normal which ruled out right heart failure. A chest x-ray was also done and showed no acute findings. The patient¿s transplant waitlist status was upgraded due to worsening heart failure. On day four (4) of the admission the patient had an episode of chest pain with left arm numbness. Troponin lab was elevated, and an electrocardiogram showed no changes. Intermittent chest pain occurred throughout the entirety of the twenty-three (23) day admission. On day five (5) of the admission the patient had an episode of throat swelling, chest tightness and facial tingling and flushing after eating a fruit cup which resolved with oral antihistamines and on day seven (7) angioedema occurred and losartan was discontinued after both reactions, which were thought to be allergic reactions, an allergy specialist was consulted. Intravenous (IV) steroids and allergy medications were ordered, and immunoglobulin testing was done to determine the culprit allergen. On day eight (8) of the admission the patient had sudden onset dizziness and occipital pain with head movement and hypotension. An emergent head computerized tomography (CT) was done which demonstrated no acute findings and blood pressure medications were held. The patient also had paroxysmal ventricular tachycardia (vt) and IV and then oral antiarrhythmic medications were initiated during the hospitalization. Purulent drainage was observed at the driveline exit site and cultures demonstrated recurrence of escherichia coli (e. Coli) and infectious disease was consulted and IV antibiotics were administered. A chest CT was done to evaluate the driveline and outflow graft and was unremarkable. A repeat right heart catheterization with left heart catheterization on day twenty-one (21) of the admission and coronary arteries were free of significant disease and filling pressures were unchanged. The patient was discharged to home stable.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for shortness of breath (sob). It was further reported that a driveline exit infection with escherichia coli (e. Coli) bacteria was found incidentally. Of note, the patient remained on the delafloxacin for chronic suppression that the patient was taking prior to admission. Additional information received indicated that upon arrival to the emergency room, the patient also reported leg swelling, five (5) pound weight gain, malaise, fatigue and driveline exit site dressing with blood for the past day. The patient was admitted to the hospital for worsening heart failure with observed jugular vein distention, tachypnea at rest, orthopnea, hypertension, premature ventricular contractions (pvcs) and supratherapeutic international normalized ratio (inr). Intravenous diuretics were initiated, anticoagulation medication was held, and an echocardiogram was done to evaluate for right heart failure and demonstrated moderate aortic insufficiency and dilated left ventricle despite vad speed being optimized. A right heart catheterization was done to evaluate further, and filling pressures were normal which ruled out right heart failure. A chest x-ray was also done and showed no acute findings. The patient¿s transplant waitlist status was upgraded due to worsening heart failure. On day four (4) of the admission the patient had an episode of chest pain with left arm numbness. Troponin lab was elevated, and an electrocardiogram showed no changes. Intermittent chest pain occurred throughout the entirety of the twenty-three (23) day admission. On day five (5) of the admission the patient had an episode of throat swelling, chest tightness and facial tingling and flushing after eating a fruit cup which resolved with oral antihistamines and on day seven (7) angioedema occurred and losartan was discontinued after both reactions, which were thought to be allergic reactions, an allergy specialist was consulted. Intravenous (IV) steroids and allergy medications were ordered, and immunoglobulin testing was done to determine the culprit allergen. On day eight (8) of the admission the patient had sudden onset dizziness and occipital pain with head movement and hypotension. An emergent head computerized tomography (CT) was done which demonstrated no acute findings and blood pressure medications were held. The patient also had paroxysmal ventricular tachycardia (vt) and IV and then oral antiarrhythmic medications were initiated during the hospitalization. Purulent drainage was observed at the driveline exit site and cultures demonstrated recurrence of escherichia coli (e. Coli) and infectious disease was consulted and IV antibiotics were administered. A chest CT was done to evaluate the driveline and outflow graft and was unremarkable. A repeat right heart catheterization with left heart catheterization on day twenty-one (21) of the admission and coronary arteries were free of significant disease and filling pressures were unchanged. The patient was discharged to home stable. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.